Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b5 - verbiage was updated. Box h4 -device problem code was changed from not applicable to degraded. Box h6 - evaluation method code was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging of dizziness, headache, asthma (new or worsening), inflammatory response and kidney disease/toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging dizziness, headache, asthma (new or worsening), inflammatory response, kidney disease and toxicity. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.